Event description:
A customer reported a leak problem with the beckman coulter lh500 hematology analyzer. The customer stated that there was a clenz leak in the right side of the analyzer. It appeared to be coming from valve (vl-37) and should only affect the shutdown cycle, but she could not confirm that. It was not affecting the instrument operation. Controls were run and were within acceptable limits. At the time the leak was discovered, the customer was wearing a labcoat, but no gloves. Her hands did come into direct contact with the fluid after which she washed them with soap and water. The fluid did not come into contact with any open wounds or mucus. Service was dispatched and the tubing was replaced and the leak was fixed.

Manufacturer narrative:
(B)(4).